Manufacturer narrative:
Age at time of event updated to (B)(6). Method code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the rapid depletion was due to the impedance issues between contacts 1 and 3. The replacement of the implantable neurostimulator (ins) did not resolve the issue, but the healthcare provider (hcp) reprogrammed around the contacts. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) depleted after only four months and there was a short circuit between contacts 1 and 3 on the left side when in bipolar mode. The ins was explanted and replaced. It was noted the physician acknowledged the short life was due to impedances. No symptoms were reported as a result of the event.